Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. The external visual inspection failure was performed and sensor wire was detached/missing. The allegation was confirmed. The probable cause was determined to be sensor wire is missing from the pod. No additional event or patient information is available.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, after removing the sensor, the sensor wire was not there. On (B)(6) 2025, the patient experienced pain on the insertion site, and the parents took the patient to the hospital. There they performed an x-ray. The sensor wire on the x-ray looked bent, not straight but curved in a circle. The patient had an appointment on (B)(6) 2025, an operation will be performed to have the sensor wire removed. At the time of the report ((B)(6) 2025), the patient was feeling good. No other details were documented. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the surgical procedure, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).